Event description:
In 2007, a pt underwent a revision surgery due to screw back out. The initial surgery was performed one month earlier. The surgeon stated the screws backed out, because the pt's bone was too soft.

Manufacturer narrative:
Investigation is pending.